Event description:
Product problem: unable to retract jacket. It was reported that the jacket was unable to be retracted. The superior neck was reported to be angled. The right and left access arteries were tortuous. The device was successfully removed from the pt and a second device was used.